Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
During a rotator cuff repair, when the surgeon tried to thread sutures into the reported anchor, it broke. It was brand new and the first use when the issue occurred. The surgery was completed with 15-minute delay. There was no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 12-12-16; 4 suture tails were loaded when the anchor broke. The type of suture that was used is unknown. Two anchors broke. Was the procedure completed using the original bone hole? One was used. Was an additional bone hole made to complete the procedure? The other was not used and created a new bone hole.